Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 132 mg/dl. The customer stated that they were getting unexpected restart alarm then changed the battery and screen went blank. Customer stated that the contacts on the battery cap were neither missing nor damaged. The troubleshooting was performed for blank display and display was not returned. Due to screen not coming back on was not troubleshooting for unexpected restart alarm the customer was advised the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, a21 and displacement test or verify a21 alarm due to blank display.